Manufacturer narrative:
(B)(4).

Event description:
It was also reported that the reporter stated having limited knowledge of the pump system or therapy, but was concerned with these volume differences. There were no therapy issues or return of the patient&#38112;pain.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that there was a volume discrepancy problem of the actual residual volume (arv) of 4 ml was greater than the expected residual volume (erv) of 2.2ml. The reporter stated for the past 2 years this had been the volume discrepancies. The reporter was concerned the patient was underdosed. Troubleshooting options were discussed. The reporter was referred to contact the patient¿s physician. The reporter noted they may possibly ¿purge¿ the patient. The pump was being used to deliver dilaudid. Additional information has been requested, but was not available as of the date of this report.